Event description:
The account alleged the side rail will not latch. No patient impact.

Manufacturer narrative:
The technician found the side rail is missing the ratchet rivets from the latching post. The technician replaced the side rail ratchet rivets to resolve the issue.